Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. A review of all batch record documents for potentially associated lot number gd895557 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If additional relevant information is received, a supplemental report will be submitted. This report references the same patient as (B)(4).

Event description:
It was reported a patient experienced and was hospitalized the same day for peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by abdominal pain, nausea and vomiting. The same day the patient was treated with intraperitoneal (ip) vancomycin 2 grams, every five days, discontinued on an unreported date during the month and (ip) gentamicin 40 mg daily for eight days. The cause of the peritonitis was unknown. The patient was discharged two days after admission. At the time of this report the patient was recovering from the peritonitis event. No additional information is available. This is report 2 of 4 involved in this peritonitis event.